Event description:
Subsequent to the initial MDR, additional information for clarification was provided on (B)(6) 2024. It was reported that the patient went to the hospital on (B)(6) 2024 at 4:00am and was discharged on (B)(6) 2024 at 4:30pm after her blood glucose were in normal range. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Earlier in the day, the patient was getting ¿low¿ reading on her cgm. The patient drank orange juice to elevate her reading, but the cgm was still showing 61 mg/dl. At some point the reading went down to 51 mg/dl, she treated herself with carbohydrates and ate a cupcake. The cgm was still getting a low reading (no value provided). After approximately 2 hours later, the patient experienced dizziness, painful headache, and presyncope. The spouse transported her to the hospital. There, the cgm was reading 60 mg/dl and the blood glucose by the nurse was 600 mg/dl. The patient was treated with 2 ivs and 3 shots of insulin. She was discharged the following day. Although the report states the patient was discharged the following day, the length of time in the hospital (less than or more than 24 hours) is unknown. At the time of the report on the day of discharge, she was still hyperglycemic, and her headache persisted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to having symptoms. The reported glucose values fall within the d zone of the parkes error grid when the nurse checked in the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports where the patient experienced inaccuracy that occurred two different sensors on the same day. Please see related record cmpl (B)(4).,